Event description:
The device was returned for routine service. During the final qa testing, the alarm did not sound when the circuit breaker was pulled. There was no pt involvement. Malfunction detected on technician's bench.